Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone12.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hypoglycemia on (B)(6) 2026. The patient's blood glucose level decreased to 40 mg/dl while wearing the pod on the abdomen between 1 and 4 hours. The patient reported that blood glucose levels would not rise above 40 mg/dl. Symptoms consistent with hypoglycemia were reported. The patient was diagnosed with hypoglycemia and received treatment with IV dextrose. The patient was discharged from the hospital on (B)(6) 2026.